Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but mentioned having the device attached while they were sweating. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had a cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.